Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. St aia carcinoembryonic antigen (cea) analyte application manual states under limitation of the procedure: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack cea, the highest concentration of carcinoembryonic antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.5 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for carcinoembryonic antigen. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be determined. However, when the customer repeated the sample, they obtained the results they were expecting.

Event description:
A customer reported that they obtained two different carcinoembryonic antigen (cea) results on the same patient sample using the aia-360 analyzer. The customer reported that when they initially ran the patient sample, they expected the result to be low but the result was 37 ng/ml. The account repeated the sample twice and got results of 0.6 ng/ml and 0.7 ng/ml, which were expected. The customer was concerned about what could have caused the high result. The customer only reported out the low results. Technical support informed the customer that it was likely fibrin, a clot, or bubble in the sample that may have caused the issue. There is no indication of any patient intervention or adverse health consequences due to this event.